Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-19295. It was reported that during a system explant due to ineffective stimulation (related manufacturer reference numbers: 1627487-2021-19283, 1627487-2021-19284), the physician was unable to explant the entire s1 lead. Part of the lead had fractured and remains implanted. The remainder of the system was completely removed. It is unknown which lead fragment remains in the patient, therefore both leads are being reported.